Manufacturer narrative:
A field service engineer (fse) determined that the sample probe was contaminated. The fse replaced the sample probe and decontaminated the mixing vessel, decontaminated the sample probe flow path, and adjusted the probe alignment. They verified the instrument by performing checks, ion-selective electrode checks, recalibrating, and performing a 21-cup precision test. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable potassium electrode, sodium electrode, and chloride electrode results from the cobas pro ise analytical unit. Patient 1's initial potassium result was 6.7 mmol/l, and the repeat result was 3.9 mmol/l. Patient 2's initial sodium result was 176 mmol/l, and the repeat result was 141 mmol/l. Patient 2's initial chloride result was 75 mmol/l, and the repeat result was 101 mmol/l. The questionable results were repeated because the customer noticed them before verification and reran the samples; the initial results were not released. The samples were repeated on another analyzer and were deemed to be correct.

Manufacturer narrative:
The sodium electrode reagent lot number is bcv with an expiration date of 07-oct-2025. The potassium electrode reagent lot number is bdg with an expiration date of 19-oct-2025. The chloride electrode reagent lot number is bbx with an expiration date of 12-aug-2025. The customer cleaned the sipper nozzles and did multiple air purges and primed and ran 20 ion-selective electrode checks. He ran calibration and qc and both were in range. The investigation is ongoing.